Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented urethral cuff erosion and recurring incontinence. The physician opted to remove all components and repair the urethra. The patient will need to heal for a few months before attempting to implant a new system. There is no additional information reported.